Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in the severely tortuous and severely calcified mid to distal left anterior descending (lad) artery and the first diagonal artery. A 15mm x 2.00mm nc quantum apex(tm) balloon catheter was advanced to dilate the lesion. However, upon inflation, the balloon ruptured. The device was removed completely from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded with blood in the wire lumen, contrast in the balloon and inflation lumen. Microscopic and tactile inspection found no irregularities or defects in the remainder of the device. The balloon was inflated and brought to rated burst pressure, with the balloon holding pressure for 5 minutes, without leaking. Because there was no evidence of any product quality deficiencies, it was considered likely that the hypotube kink was attributable to procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal left anterior descending (lad) artery and the first diagonal artery. A 15 mm x 2.00 mm nc quantum apex balloon catheter was advanced to dilate the lesion. However, upon inflation, the balloon ruptured. The device was removed completely from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.